Event description:
During the index procedure an endeavor sprint drug-eluting stent was implanted in the lad. The patient had an mi approximately 23 months post index procedure. It is unknown if the mi was related to the target vessel. Investigator has assessed that the mi event was possibly related to the study device. Mi was described as fatal. It was reported that the patient died due to septic shock. The investigator indicated that the death event was not related to the study stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure ¿ (mi, death). Conclusions: inherent risk of procedure ¿ (mi, death).